Event description:
During an in-clinic follow-up, the device was found to be in back-up vvi (bvvi) mode. Technical support was contacted and the device was restored by a software upgrade to resolve the event. The patient is stable.